Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Ages/dates of birth: approximate information 32.0 +/- 24.5, gender/sex: male and female. Date of event: unknown, not provided. Model: a complete model is unknown only 350 provided. Catalog: a complete catalog number is unknown only 350 provided. Expiration dates: unknown, as the serial numbers were not provided. Serial numbers: unknown, information not provided. UDI numbers: unknown, as the serial numbers were not provided. If implanted; give dates: unknown, not provided if explanted; give dates: not applicable, no indication of explant. Device manufacture dates: unknown, as serial numbers were not provided. (B)(4). Device evaluation: the product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Najla hafeezullah1, sara alhilali1, fahad alghulaydhawi, deepak p edward, sameer ahmad1 and rizwan malik. A preliminary comparison of the aravind aurolab drainage implant with the baerveldt glaucoma implant: a matched case-control study. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review. Article: a preliminary comparison of the aravind aurolab drainage implant with the baerveldt glaucoma implant: a matched case-control study. A retrospective matched case-control study was done to test the hypothesis that the two implants (aurolab aqueous drainage implant and baerveldt glaucoma implant) are comparable in terms of surgical success and safety. Early complications reported in the study that is attributed to the baerveldt glaucoma implant included choroidal detachment (n=3) and shallow anterior chamber (n=1). Three (3) patients on baerveldt glaucoma implant developed transient hypotony after the 7-0 vicryl suture opened (n=3). These all resolved with conservative measures, except two (2) patients. One patient needed anterior chamber reformation with viscoelastic while the second patient developed hypotonus maculopathy (n=1) as a late complication which was treated with a subtenon¿s steroid injection. Further late complications reported in the study that is attributed to baerveldt glaucoma implant included tube exposure (n=1) and endophthalmitis (n=1) which necessitated pars plana vitrectomy.